Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Not yet revised. Remains implanted.

Event description:
Litigation - revision - pain.

Event description:
It was reported that the patient received bilateral persona tm tibias. The implantation date is unknown. The patient reports that they experience pain and has problems with both knees. This complaint is directed to the patient's left knee. Her first revision surgery is scheduled for (B)(6) 2016 and the second is scheduled for (B)(6) 2016. It is unknown which knee will be revised on what date. Note that the persona tibial component is of zimmer biomet (B)(4) design control and the tm patella is of zimmer biomet tmt design control.